Event description:
It was reported that immediately following the completion of the implant procedure, the left ventricular (lv) lead dislodged into the right atrium. It was noted "the shape of the tip of the lead was unsuitable for the vessel" and the lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.